Event description:
B5x ICD explanted on (B)(6) 2022. Pt. (B)(6) dob (B)(6) 1979. Pt to receive a subq ICD system, manufacturer unknown. Pt presented for lead extraction d/t fractured mdt lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).